Event description:
A single chamber implantable pulse generator (ipg) was returned to the manufacturer from an unknown source with no information. Further review of the manufacturer's database indicated the patient died approximately ten months post the device implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The implantable pulse generator (ipg) associated with this adverse outcome was returned from an unknown source with no information, the lead was added as a reported item by the manufacturer. Consequently, contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made. A cause of death will not be received. Evaluation summary: (B)(4) -the device was returned to the manufacturer and analyzed. No anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The implantable pulse generator (ipg) associated with this adverse outcome was returned from an unknown source with no information, the lead was added as a reported item by the manufacturer. Consequently, contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made. A cause of death will not be received.